Manufacturer narrative:
(B)(4).

Event description:
Procedure type: tricuspid valve replacement with porcine bioprosthesis. According to the reporter: the client reported that during the application of the first clip, the clip was crossed. There was bleeding of a small vessel, and blood on the operative area. The clip damaged the vessel. Blood loss was less than 100cc. Another clip was put on top of the bleeding with another device. There was no extension of operative time more than thirty mins. There as no extension of incision due performing a sternotomy.